Event description:
It was reported that a patient had an undersized inflatable penile prosthesis (ipp) device implanted, which led to a replacement surgery. The pump and cylinders were removed and replaced, the new cylinder size provides a better fit for the patient. No patient complications were reported.

Event description:
It was reported that a patient had an undersized inflatable penile prosthesis (ipp) device implanted, which led to a replacement surgery. The pump and cylinders were removed and replaced, the new cylinder size provides a better fit for the patient. The patient expressed that the device had mechanical issues. No additional patient complications were reported.